Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative assisted the hp in power cycling the hc, disconnecting aseptically, and removing the cassette. The hp would complete therapy by continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.